Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was in the hospital for a non dexcom related reason. At some point the cgm and blood glucose values was checked by the doctor who told the patient that it was low. No specific blood glucose reading was reported but the cgm reading would have been around 70 mg/dl. The patient was brought to the emergency room but does not remember what type and route of the treatment she was given here to stabilize the blood sugar. The patient was eventually discharge from the hospital after 4 days and at the time of the report the patient was stable. It was unknown if the hypoglycemic event contributed to the length of the stay in the hospital. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.